Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the screen is flickering off and on; patient setting and alarm settings flicker; digits jitter when settings screen is accessed; parameter settings screen improperly responding. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).